Event description:
It was reported that the patient presented remotely via merlin.net. Review of session records revealed that the implantable cardioverter defibrillator triggered premature elective replacement indicator. Premature battery depletion was noted. The device was explanted and replaced. The patient was stable throughout.